Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument's grip tips opened and closed properly. A visual inspection was performed and there was no evidence of a broken part. The instrument was fully functional. Additionally, the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 2.29mm x 7.81mm¿ in length and were not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage which may indicate potential mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the cadiere forceps instrument broke off inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.